Event description:
Customer states that paramedics were called five times and she had been to three to four hospitals. Blood glucose levels were 204 mg/dl at the time of call. In the previous one to two weeks, customer had been experiencing low blood glucose levels which were treated by drinking lots of milk. Customer was admitted to the hospital with blood glucose levels of 40-45 mg/dl. Customer was experiencing shaking and feelings of going unconscious. During troubleshooting customer stated that the basal rates were recently changed and seems to be too high. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.